Event description:
It was initially reported that the patient was being referred for lead revision due to unknown reasons. Later, it was noted that the lead was malfunctioning, but no further specifics were made available on the issue. The explanted lead was not returned to the manufacturer as good faith attempts have been unsuccessful to date. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Conclusions: device malfunction is suspected, but did not cause or contribute to a death or a serious injury.